Event description:
It was reported that there was a malfunction resulting in a large and loss of mechanical ventilation during a case. There was patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a2, a4, a5, and a6: no information available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional information was received that the complaint was caused by the wrong placement of the laryngeal mask airway. There was no reportable malfunction.